Manufacturer narrative:
Based on the results of the investigation, the root cause of the reported issue could not be conclusively identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the universal endoscopic ultrasound center found with foreign material on the plastic distal end cover and on the connecting tube. There was no patient involvement.